Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the patient that their rv lead was ¿corroded¿, and reprogramming occurred as high voltage therapies were disabled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered an alert for high pacing impedance. It was noted the rv lead pacing impedance was known to be rising. The rv lead remains in use. No patient complications have been reported as a result of this event.